Event description:
The dealer states that the left brake is broke; the tab on the bottom by the wheel is broke off. The patient was using it when it broke and they are not using it now as they have a back up. 3-5 years. No additional information.